Manufacturer narrative:
Concomitant medical products: product ID: 6945-65 lead, implanted: (B)(6) 2001; product ID: 419688 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a pre magnetic resonance imaging (MRI) check possible atrial undersensing was noted causing device classified false termination of episode.  The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.